Event description:
It was reported that the radio frequency head had telemetry issues and that the silicone backing needed replacing. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the radio frequency head was returned and analysis confirmed the customer comment that there was a telemetry issue and that the head label was delaminated.